Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level at the time of event on (B)(6) 2019 was 44 mg/dl. The customer treated low blood glucose with juice and blood glucose went high then customer had to take an injection. The sensor had inaccurate readings that triggered threshold suspend alarm and insulin delivery was not suspended due to sensor glucose verses blood glucose difference. The customer¿s blood glucose was 106 mg/dl and the sensor glucose was 149 mg/dl at the time of reported event. The customer declined troubleshooting on insulin pump. It was reported that auto mode feature was active and automatically adjusting insulin delivery at time of time of high blood glucose event. The hospitalization or emergency medical treatment was not required due to any blood glucose value. The insulin pump will not be returned for analysis.